Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that they needed a new insulin pump because they had not used theirs for over 10 years. The old device was not working. The customer's blood glucose level was 136 mg/dl. During troubleshooting, the customer stated the contacts on the battery cap were damaged and they had to push down to open the cap. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.